Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. The jaw cover was found to have tears at the distal and proximal end. Tears measure from 0.246¿ to 0.019¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument has a torn gray rubber tip, noticed by the surgeon at the time of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and there was no abnormality. The tip was closed. The damage was observed intraoperatively by the surgeon who was manipulating the instrument. When manipulating the instrument, the surgeon signaled to the room nurse that the tip with the gray rubber was torn. The task of dissection and hemostasis was being carried out (the procedure was resection of a liver cyst with hepatectomy via laparoscopy). The wire was not exposed. The cable was intact. The surgeon chose to continue the procedure with the same instrument. There was no sign of thermal damage. There was no collision with another instrument. There was no problem removing the instrument through the cannula. The damage on the instrument did not result in any fragments falling into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Isi received a video clip related to the alleged complaint. The video showed the synchroseal instrument was successfully sealing the tissue; however, when pulling the instrument back, the cover was torn at the jaws of the instrument.